Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on information reviewed, a definitive cause for death or tissue damage could not be determined. Mitral regurgitation (mr) appears to be a cascading effect/symptom of tissue damage. The reported patient effects of death, mitral regurgitation, and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the tissue damage resulting in mitral valve replacement where the patient died. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. After initial deployment of the second ntr mitraclip the mr was reduced to mild to moderate; however during final evaluation, the mr suddenly worsened as it was noted a chordae was ruptured. An attempt was made to place a third clip however the mr was unable to be reduced therefore the clip was not implanted and the clip delivery system (cds) was removed. The procedure was completed with the mr remaining at 4+. The patient was sent for mitral valve replacement surgery on (B)(6) 2019 however died during the procedure. No additional information was provided.